Event description:
The b braun was working in the morning, worked when it was hooked patient up, rn had been in and out of room often with patient. When checking on patient the rn noticed the screen of the b braun was white only. No visible buttons or information, the patient was attached to machine with dialysis running. The rn stopped dialysis, attempted to place into recirculation to trouble shoot, attempts failed. Blood in machine was unable to be returned and patient unable to finish dialysis. Htm [healthcare technology management] was called to get assistance in fixing machine.